Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-150mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened less than 4 months ago. Customer performed a back to back blood test and obtained 198mg/dl and 253mg/dl not fasting. Reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-150mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened less than 4 months ago. Customer performed a back to back blood test and obtained 198mg/dl and 253mg/dl not fasting. Reviewed meter memory (B)(6). Memory concerns: 380, 247, 388.